Event description:
The distributor's medical affairs personnel reported that a surgeon performed a pelviscopy with fulguration and excision of endometriosis, multiple myomectomies, drainage of a right ovarian cyst, hydrotubation and diagnostic hysterectomy for fertility evaluation in 2002 on a patient. The procedure involved co2 laser and electrocautery. Intergel was instilled at the end of the procedure. The procedure was uncomplicated. Five days post-op, the patient developed acute and sudden lower abdominal pain, rated 9 out of 10, with nausea. On examination in the ER on day eight, pt had a soft, non-rigid abdomen with lower quadrant tenderness, right greater than left. Bowel sounds were hypoactive. Pulse was 84; temperature 96.8. Pelvic exam was exquisitely tender. The patient was evaluated with ultrasound, chest x-ray and abdominal-pelvic CT scan for pelvic and abdominal pain. These studies revealed only a moderate amount of fluid in the cul-de-sac. Urinalysis was negative except for 2-5 rbc/hpf. Pt's electrolytes and cbc were within normal limits. Wbc was 10.2. The patient was offered the options of close observation, serial abdominal examinations and laparoscopy, either immediate or the next day. Pt elected an immediate laparoscopy and underwent a repeat laparascopy (by a different physician) the next day for pain. Pt was found to have multiple peritoneal fulguration sites and uterine biopsy sites, as well as serous and fibrinous fluid in the abdominal cavity. The appendix, gall bladder and ovaries were normal. No purulence was noted. The fluid was aspirated. The patient was discharged on anitibiotics. The patient was seen by the reporting surgeon 3 days and 11 days following this procedure. Pt continued to have lower abdominal pain and was treated with analgesics, vitamin c and e, and puridium. The surgeon suspects a causal relationship between the pain and intergel.